Event description:
Indication: common variable immunodeficiency, unspecified. Pt reported air inline error keeps beeping every few minutes. Pt is a nurse and self infuses medication. Pt indicated only 20 minutes into the infusion, she keeps receiving beeping error message and would like assistance in reprogramming for air inline sensor setting on curlin pump. Rph counseled on changing out curlin tubing as pt has one extra tubing. Pt indicated she would like to change the setting first. Rph provided unlock code but sensor is already at higher setting at 2ml. Pt will change out the tubing on own and will see if that will fix the issue. Rph offered to stay on the line to troubleshoot, pt refused. Rph indicated will have rph follow up on monday to see if able to infuse and possible pump replacement and make up dose. No additional information available. Serial number and expiration date are unknown as they were not provided. Patient did have an interruption to therapy. Unknown if patient experienced any adverse events due to product issue. Pharmacy did not replace device. Unknown if the device is available for return. Reported to (B)(6) by pt/caregiver.